Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported inflammation and subsequent cancellation could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a cervical left side ablation procedure, skin redness occurred on the flank and the procedure was cancelled. The pad was re-positioned during the procedure after patient complaint. The patient stated they had sensitive skin and the redness subsided after the procedure. No intervention was needed. The procedure was cancelled and no further information was provided.